Event description:
Customer reported blood glucose results of 390 mg/dl, 142 mg/dl, 196 mg/dl, 152 mg/dl 251 mg/dl, 140 mg/dl, and 139 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.